Event description:
Had lasik surgery - now see the star bursts, double vision out of one eye, was corrected with an enhancement from triple vision. The lasik surgery has made my vision irrepairable and almost totally debilitating at times. Unless there is perfect light, no fluorescent lighting, I cannot read. Have tried prisms in glasses to reflect lighting and this did not work. The lasik destroyed my vision - it used to be correctable with glasses/contacts - now nothing helps me see. Lasik specialists just shrug their shoulders - oh well.